Event description:
A health care provider (hcp) reported via a manufacturer representative that implantable neurostimulator (ins) prematurely depleted. The ins reached end of service (eos) in less than a year after implant. The ins was in use for 3-4 months after implant, but was then turned off until a revision surgery was recently done to reposition the patient's lead. Reference manufacturer report # 3004209178-2016-22537 for the lead revision event. At a programming session after the revision, the ins was verified to be at eos. The ins was interrogated to check for a possible disconnection or damaged contact, but nothing was found to report about the system¿s integrity. X-rays also showed nothing. Electrode and therapy impedances were measured to be within normal range. It was unknown if there were any problems with the system that were resolved during the revision surgery. The cause of the event was not determined. The patient didn¿t get much time with active therapy. The ins was going to be replaced. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.